Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, it was found that the tissue of the retaining pin side was not stapled when the fired tissue was touched with finger from the anus side after firing. The staples were unformed. The target tissue was thick. There was no extra load while firing. The closing force was much higher than expected. The firing force was normal. Another device was used to complete the case. There were no adverse consequences to the patient.